Event description:
It was reported that the patient underwent an explant procedure due to infection. The explanted device was not returned. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware.